Event description:
Md unable to aspirate fluid from thoracentesis catheter even after repositioning. Catheter was removed and md still unable to aspirate or inject air through catheter. New thoracentesis tray obtained and second stick required to complete procedure. Pt condition declined due to hemorrhage requiring multiple blood transfusions, chest tube placement, mechanical ventilation and transfer to (B)(6).